Event description:
It was reported that during a duodenal procedure, on the first firing with a green load the staples were not formed properly on the stomach side. They were "u" shaped. Another device was used to complete the procedure. There was impact to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.